Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred. Customer's blood glucose (bg) level was high with trace ketones. Customer delivered a correction bolus to address high bg. Infusion set was changed and customer resumed insulin delivery. Customer declined to further troubleshoot with tandem technical support.